Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation, the logs were reviewed and the investigation results were inconclusive. The root cause of the issue could not be identified. System has been stable since the reported issue.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of event (see section b3), provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. However, the log was analyzed and there was no evidence noted that there was lockup or that the transducer had failed. It appeared that the user was incorrectly powering down the system.

Event description:
Additional information was received and it was reported that during equipment testing and prior to a scheduled cardiac surgery procedure, the transducer locked up during initialization. Since the reported phenomenon did not occur during the procedure, there was no patient involvement. No additional information was provided.